Event description:
It was reported that the customer ordered through liberator and received a total of (B)(4) boxes of intermittent catheter did not have shipping sheet with the order number. Also stated that for (B)(4) boxes received, none of the catheters had sleeves on them and they would need replacements. Per follow up via phone on 02april2023, it was reported that customer understands that they were sent a substitute catheter because the ones they normally used were on backorder without a release date. They also stated that item # (B)(4) lot # jugv1681 had no holes in the tip, and they had samples of that one available .

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the customer ordered through liberator and received a total of 12 boxes of intermittent catheter did not have shipping sheet with the order number. Also stated that for 7 of the 12 boxes received, none of the catheters had sleeves on them and they would need replacements. Per follow up via phone on (B)(6) 2023, it was reported that customer understands that they were sent a substitute catheter because the ones they normally used were on backorder without a release date. They also stated that item #53814g lot # jugv1681 had no holes in the tip, and they had samples of that one available .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.